Event description:
When removing bair hugger drape from patient, nurse noticed an area approximately 2 cm wide & 3 inches long, where the skin was peeled from underneath the left breast. This was underneath the tape edge of the drape. (Md documented a superficial abrasion secondary to adhesive).